Event description:
It was reported that this patient had a recent sicd implant procedure and has recently received two inappropriate shocks due to oversensing of noisy signals that could possibly be due to air bubbles. Both of these episodes had shock impedances that were high but still within range. Technical services had discussed that in the most recent testing, secondary sensing vector is most optimal for the patient. No adverse events were reported.